Manufacturer narrative:
(B)(4). Correction: the product involved in this incident is a drug product. There was no device malfunction associated with this incident.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4), a chemo-aid dispensing pin in which red particulate matter was observed. According to the report, the particulate matter was in the luer connection area of the pin. The alleged defect was observed before use; therefore there was no patient involved. There were no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.